Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump over delivered insulin. The customer¿s blood glucose level was 160 mg/dl at the time of the incident, and 99 mg/dl at the time of the call. The customer had filled their pump with 140 units the previous night, and woke up with a low reservoir with less than 20 units. The customer does not use insulin pump auto mode and states the insulin should have lasted 3 to 4 days. Troubleshooting was not completed. The insulin pump will not be returned for analysis.